Event description:
I have worn contacts since I was (B)(6) and I am (B)(6) now. I have used optifree brand contact solution for soft lenses for years now on and off. I buy all different brands all the time. I have never had any issues with the optifree brand in fact the opposite actually. I always considered it to be a superior brand over the generics and other name brands but in the last 6 months I have had issues with the optifree brand contact solution. The first time it happened I used the solution as normal and I noticed my eyes having a reaction, like burning and stinging or like I had something in my eye or like my contact was dry and sticking while it was in my eyes. I rinsed and cleaned my contacts and the problem still happened so I assumed it was just a bad bottle. Three weeks later I bought another bottle from a different store and tried a different variety of optifree. The first time it was opti-free replenish the second time it was opti-free express and I had the same issues. I went back to store and bought a new bottle of replenish and it did the same thing again. I waited a month before I bought another bottle and it was the puremoist and this bottle did the same thing. I have seen my doctor and ophthalmologist and they do not believe it is an allergic reaction. I have been using this product for many years but all the sudden it is causing a weird reaction. Additional info: dates of use: (B)(6) 2014-(B)(6) 2015. Diagnosis or reason for use: vision correction contacts. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.